Manufacturer narrative:
Visual inspection of the returned introducer revealed a kink 4.0 inches distal of the hub. When or how the kink occurred is unknown. As cardiac perforation is an inherent risk associated with any ablation procedure, it unknown as to whether the kink in this device contributed to the reported event. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. MDR 3005188751-2011-00006 was submitted on another device but is associated with the same event. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported during an atrial fibrillation ablation procedure, after performing a double transseptal puncture, placing catheters in the left atrium and beginning to collect geometry, the patient's blood pressure dropped. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized.